Event description:
The customer reported that after a total abdominal hysterectomy was performed, it was noticed that the pt experienced a drop in blood pressure in the recovery area. A second open procedure was performed to reseal the vessels. The original device used in the first procedure was resterilized and used 3 more times during the second procedure. Ligation was successfully achieved. The pt is reported as doing fine.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.